Event description:
Covidien received information stating that when a patient was connected to a 980 ventilator, the device stopped abruptly without generating an alarm. The patient was not harmed or injured as a result of the event. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).